Event description:
Blood glucose results of 11.3 and 6.9 mmol/l with lifescan meter, performed with 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.